Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid lcx during index procedure. Approximately 2 weeks post index procedure there were four endeavor sprint over the wire drug eluting stents implanted; one in the distal rca, one in the mid rca and two in the proximal rca. It is reported that the second endeavor sprint over the wire (otw) drug eluting stent was implanted in the proximal rca to treat complications of a dissection after the initial stent implantation. The patient is reported to have suffered recurrent angina and was diagnosed with instent restenosis approximately 3 months post index procedure. It is reported that the patient underwent a target vessel pci revascularization and recovered with treatment. In the investigator's opinion, the event was related to the study device and the study procedure.

Manufacturer narrative:
(B)(4). Results: (dissection and revascularization).